Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced zoom suddenly stops. There was no patient involvement.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced zoom suddenly stops. There was no patient involvement.

Manufacturer narrative:
Upon inspection of the device that was pending evaluation, it was determined the device experienced inoperable zoom/drive, which is not reportable.

Manufacturer narrative:
Upon further investigation of 5 of the devices: 4 were discovered to be experiencing no zoom power/drive function, which is not reportable. 1 was discovered to be experiencing loss of electric function, which is not reportable. The count of events has been corrected to reflect this.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced zoom suddenly stops. There was no patient involvement.